Manufacturer narrative:
Patient codes: (B)(4) - labeled - no. Device codes: (B)(4) - labeled - no, (B)(4) - na. The pump serial(B)(4) has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient experienced withdrawal symptoms. The pump was noted to be in safety mode. Estimated replacement indicator (eri) was still at 20 months. Critical alarms were observed. The pump was filled with a morphine dose of 20 mg/ml. The reprogramming of the pump was not possible. A pump replacement was scheduled for "next week" following the date of this report. The patient received oral pain medication prior to the pump replacement. Further patient symptoms, complications, and outcomes were not provided at the time of this report.